Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the caregiver that within 30 minutes of application, 3 of 5 dressings lifted from the skin from the left side of the patient's tailbone area. No further details have been provided.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).